Event description:
Report recieved of a delay in therapy following an alarm condition. The pump was to be programmed to deliver an unspecified concentration of either fentanyl or epinephrine. The customer was unable to specify which medication was to be infused via the pump. No specific programming parameters were provided. The pt was placed in the single chamber hyperbaric and the treatment was initiated. The pump reportedly alarmed immediately for an occlusion upon powering on and could not be programmed. The alarm condition could not be cleared. The pump was removed from clinical service. Therapy was administered via manual bolus delivery via the pt's central line. After an unspecified length of time, therapy was resumed using a replacement pump. There were no reported adverse pt effects.